Manufacturer narrative:
(B)(4). Device is a combination product (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00445. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus premier and a 3.50x20mm promus premier drug-eluting stent were advanced to treat the lesion. However, during procedure, both the stent struts of these devices were lifted. The procedure was completed with a 3.5x20m and a 3.5x20mm promus premier stents. No patient complications were reported and the outcome was good.